Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient underwent anticipated treatment disease or effect of bladder tumor resection adverse event occurred place. The patient was given with 5% glucose 20ml birubicin hydrochloride 40mg incidents of urinary catheter clamping after bladder perfusion. Also, the patient underwent transurethral surgery under subarachnoid anesthesia today for bladder tumor resection. During the operation, a disposable no. 18 three-chamber (30ml water bladder) catheter was placed in the patient. The patient returned to the ward after the operation at 11:10 and was given 5% at 16:20 in the afternoon. Glucose 20ml birubicin hydrochloride 40mg intravesical perfusion and then clamp the urinary catheter for 30 minutes. At 16:40 the nurse inspected the ward and found that the patient's urinary catheter had prolapsed and about 50ml of pink liquid was discharged by itself. Check carefully, the urinary catheter water sac ruptured the patient had no complaints of discomfort. At 16:50, nurse followed the doctor's advice to re-indwell the disposable no. 18 three-chamber (30ml water bag) urinary catheter produced by bard medical technology ((B)(4)) and routinely checked the catheter water bag before indwelling and found water after the saline was injected into the capsule, it could not be withdrawn completely. The nurse replaced the urinary catheter with a new one, which was placed in the patient successfully.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have later allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the patient underwent anticipated treatment disease or effect of bladder tumor resection adverse event occurred place. The patient was given with 5% glucose 20ml birubicin hydrochloride 40 mg incidents of urinary catheter clamping after bladder perfusion. Also, the patient underwent transurethral surgery under subarachnoid anesthesia today for bladder tumor resection. During the operation, a disposable no. 18 three-chamber (30ml water bladder) catheter was placed in the patient. The patient returned to the ward after the operation at 11:10 and was given 5% at 16:20 in the afternoon. Glucose 20ml birubicin hydrochloride 40 mg intravesical perfusion and then clamp the urinary catheter for 30 minutes. At 16:40 the nurse inspected the ward and found that the patient's urinary catheter had prolapsed and about 50ml of pink liquid was discharged by itself. Check carefully, the urinary catheter water sac ruptured the patient had no complaints of discomfort. At 16:50, the nurse followed the doctor's advice to re-indwell the disposable no. 18 three-chamber (30ml water bag) urinary catheter produced by bard medical technology (malaysia) co. Ltd. And routinely checked the catheter water bag before indwelling and found water after the saline was injected into the capsule, it could not be withdrawn completely. The nurse replaced the urinary catheter with a new one, which was placed in the patient successfully.

Event description:
It was reported that the patient underwent anticipated treatment disease or effect of bladder tumor resection adverse event occurred place. The patient was given with 5% glucose 20ml birubicin hydrochloride 40 mg incidents of urinary catheter clamping after bladder perfusion. Also, the patient underwent transurethral surgery under subarachnoid anesthesia today for bladder tumor resection. During the operation, a disposable no. 18 three-chamber (30ml water bladder) catheter was placed in the patient. The patient returned to the ward after the operation at 11:10 and was given 5% at 16:20 in the afternoon. Glucose 20ml birubicin hydrochloride 40 mg intravesical perfusion and then clamp the urinary catheter for 30 minutes. At 16:40 the nurse inspected the ward and found that the patient's urinary catheter had prolapsed and about 50ml of pink liquid was discharged by itself. Check carefully, the urinary catheter water sac ruptured the patient had no complaints of discomfort. At 16:50, the nurse followed the doctor's advice to re-indwell the disposable no. 18 three-chamber (30ml water bag) urinary catheter produced by bard medical technology (malaysia) co. Ltd. And routinely checked the catheter water bag before indwelling and found water after the saline was injected into the capsule, it could not be withdrawn completely. The nurse replaced the urinary catheter with a new one, which was placed in the patient successfully.

Manufacturer narrative:
The reported event was inconclusive because poor sample condition. It was unknown whether the product had caused the reported failure. Based on the attached photo, it was observed that the balloon was burst. Further function testing could not be performed if only based on the attached photos. The potential root cause for this failure could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have later allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have later allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the patient underwent anticipated treatment disease or effect of bladder tumor resection adverse event occurred place. The patient was given with 5% glucose 20ml birubicin hydrochloride 40 mg incidents of urinary catheter clamping after bladder perfusion. Also, the patient underwent transurethral surgery under subarachnoid anesthesia today for bladder tumor resection. During the operation, a disposable no. 18 three-chamber (30ml water bladder) catheter was placed in the patient. The patient returned to the ward after the operation at 11:10 and was given 5% at 16:20 in the afternoon. Glucose 20ml birubicin hydrochloride 40 mg intravesical perfusion and then clamp the urinary catheter for 30 minutes. At 16:40 the nurse inspected the ward and found that the patient's urinary catheter had prolapsed and about 50ml of pink liquid was discharged by itself. Check carefully, the urinary catheter water sac ruptured the patient had no complaints of discomfort. At 16:50, the nurse followed the doctor's advice to re-indwell the disposable no. 18 three-chamber (30ml water bag) urinary catheter produced by bard medical technology (malaysia) co. Ltd. And routinely checked the catheter water bag before indwelling and found water after the saline was injected into the capsule, it could not be withdrawn completely. The nurse replaced the urinary catheter with a new one, which was placed in the patient successfully.